Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivering insulin. Additionally it was reported that the pump battery was depleting quickly and not charging. Customer declined follow up from tandem technical support. There was no reported adverse impact.